Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s complete facility address was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported conditions of the device generating heat, vibrating, and making abnormal noise were not confirmed. However, during repair, an evaluation was performed, and it was determined that the device could not secure/lock cutter and had loose set screw. It was further determined that the device had illegible etch and cord damage. It was also determined that sleeve was heavy, hose was scratched and the device was unable to grasp bar/rotate. It was further determined that the device failed pretest for visual assessment to verify that all markings are present and legible, visual assessment to verify that the cord is not damaged, loctite assessment to verify that the modified set screw loctite is cured, loctite assessment to check that disconnect sleeve should move freely from locked to unlocked positions and cutter lock assessment. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the motor device was generating heat, vibrating, and making abnormal noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.